Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing-dependent patient presented for a lead revision. Noise was detected on both the atrial and ventricular leads. The ventricular lead was also reported to be kinked, with the kinked section feeling softer than the adjacent sections. Both leads were capped and replaced on (B)(6) 2018. The patient was discharged.